Event description:
Following angioplasty of the left superficial femoral artery, physician was removing the balloon and the balloon became stuck on the calcified plaque in the artery. After manipulation by physician, the balloon was freed and removed from the patient. Upon examination of the balloon and under fluoroscopy it was determined that a small piece of the balloon had sheared off the shaft and remained within the artery. A wallstent was then inserted. The patient remained stable. An angiogram revealed a totally patent artery.